Event description:
A report was received that the patients trial leads were fractured. It was reported that the patient accidentally broke the leads by himself. The patient underwent an early lead pull. No device malfunction was suspected.